Manufacturer narrative:
(B)(4).

Event description:
A health care provider via a company representative reported the patient experienced urinary retention requiring catheterization after the stage one advanced evaluation procedure. The patient mentioned urinary retention episodes had happened before when receiving anesthesia. The patient had fecal incontinence; however was unable to urinating post advanced evaluation procedure. The health care provider (hcp) put in foley catheter. The patient had lead placement only, no implantable neurostimulator (ins) yet. They spoke with the patient on (B)(6) and the patient was doing fine.